Manufacturer narrative:
The complainant indicated that the filter remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during a filter placement treatment procedure in the jugular, the greenfield vena cava filter did not open after placement. The filter was left in the patient and the procedure was successfully completed with another greenfield vena cava filter with no patient complications. The patient condition is reported as 'fine'.